Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the patient was already experiencing nausea, burning sinuses and a burning headache. However, after the placement of the capsule the symptoms worsen, and felt nauseated and ¿flu sick¿. The patient took carafate and experienced chest pain and severe stomach burning. Seven days post procedure, the patient experienced pain at the capsule site and chest pains. Eleven days post procedure, the patient experienced constant pain in the stomach and burning in the eustachian tubes and sinuses.